Manufacturer narrative:
The subject device has not been returned to olympus medical system corp. (Omsc) for investigation. The exact cause of the reported phenomenon could not be conclusively determined. The lot number of the subject device is unknown. As a result of checking the manufacturing record, for the following items, of the past six-month from the incident date, nothing abnormal was found. Hf oscillation inspection; us oscillation inspection. Based on the past similar cases, there is a possibility of phenomenon due to the following factor. The subject device was used for treatment aimed at blockage of the bile duct or bowel. The instruction manual of the device has already warned as follow; 1)do not use the thunderbeat for treatment aiming at blockage of the bile duct or bowel. Successful hemostasis may require adjunct measures when thunderbeat is used on solid organs. Due to the difficulty of visualizing internal structures, proceed slowly and do not attempt to transect large masses of tissue in one activation. Avoid the division of large vascular/biliary bundles when using the instrument under these conditions.

Event description:
During a colon operation, the subject device was used. There was a large amount of bleeding from the sealed part with the subject device. The physician tried to seal & cut the colon with the subject device, but could not seal the colon and leaked. As a result of these, the patient had a heart stop. When cardiopulmonary resuscitation was carried out, the rib was broken but the patient resuscitated. This report describes that colon could not was sealed.